Event description:
As staff turned the or, operating room, table to prepare for extubation, the medical student tapped the head of the or table with their hip and the table head fell off; the patient's neck hyperextended. This was not an equipment failure. The head attachment lock down screws of the table were not securely locked. The head attachment posts on the new or tables are much shorter than they were on the old tables and they slide more freely because they are new and smooth.follow up reveals: meeting with maquet representatives (regarding the maquet 'alpha star' table (used on this patient). Focused on the head attachment on the table, citing the issue with the short posts (approx. 3 inches long) on the head attachment and the ease in which it comes off if not locked down (as was the case on this incident). The posts on the old beds are longer and more 'forgiving' if the head attachment is pulled out; it is recognized that the attachment is not locked in time to prevent it from falling all the way off the table. After extensive discussion and possible options, the representative said that they were going back to germany next week and would present the issue to the engineers to try and find a workable solution.